Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of oil contamination and debris was confirmed. During service, it was noted that the device had oil contamination and debris. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Reporter from USA requested routine maintenance for the device. During servicing oil contamination and debris were observed. The device was not used in surgery. No injuries were reported. If any add'l info should become available, this notification will be updated accordingly.